Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. This device should only be used by physicians thoroughly trained in the technique of angiography and/or the use of st. Jude medical catheter delivery systems. Individual patient anatomy and physician technique may require procedural variations.

Event description:
The 6f engage introducer could not be removed from the femoral artery. The introducer was attached to tissue and suture from the previous procedure. The patient was sent to surgery where the introducer was removed.